Manufacturer narrative:
Catheter model: 8709, serail #: (B)(4), implanted: (B)(6) 2008, explanted: unk.

Event description:
It was reported that patient was overdosed "at one point during her time with the device"; symptoms included hallucinations.

Event description:
Additional information reported the patient was in ¿la la land¿ for 3 days. It was noted that it took 24 hours to kick in. It was stated the overdose happened back in 2010 on a thursday and it took until monday afternoon until they got back to their senses.

Manufacturer narrative:
(B)(4)